Event description:
Caller reported that the pump battery was depleting too fast, leading to a pump shutdown. However, this did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer service educated the caller on normal battery depletion rates and confirmed that the caller could resume using the pump for insulin delivery. The call ended abruptly, and no further information about the resolution could be obtained.